Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones as the device had declared a code 1005 due to an open circuit detected during shock delivery. The right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. In addition, the shock impedances had been high for the past couple years. It was noted that the rv lead thresholds had slightly increased. Boston scientific technical services (ts) recommended evaluating the rv lead, and to consider replacement. Subsequently, a revision procedure was performed. The crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.